Event description:
It was reported that the patient went through the trial and had the permanent implant on (B)(6) 2014. The patient had 2 implants with 1 on the right side and 1 on the left side and both were implanted the same day. Since implant the patient had non-stop pain with the right sided battery and it was still protruding at the surface and hadn¿t gone in. The patient had terrible pain and it was not getting better. The patient didn¿t know if it was place wrong or what the deal was and the patient didn¿t think it would be hurting like this. The implant on the left side had finally gone into the tissue where they couldn¿t really feel or see it. The phenergan that the patient was given for nausea that came with the pain made the patient¿s eyesight blurry. It was always like that and any time the patient took phenergan that happened and the patient had been off it, but until it finally just got out of their system. The patient did follow-up with their health care provider (hcp), but they were having problems with their hcp. The day the patient was implanted after implant was complete the hospital didn¿t want to let the patient go home from the recovery room because they were not doing so well. The hospital staff called the hcp and asked if the patient could stay because nobody was at home and they were not stable. The hcp requested that the patient be released anyway and 2 days after implant the patient was taken by ambulance and admitted to the hospital. The patient went back to their hcp regarding their concerns and they barely even looked at the patient¿s back and acted like this had never happened before. When the hcp finally looked at the patient¿s back they said they would reevaluate the situation and provided the patient with pain medication. The patient had gone and seen their internist and they believed there was an infection involved because they gave the patient antibiotics. The patient had an infection in both that 1 side and in their urinary tract and this was determined on (B)(6) 2014. The patient couldn¿t even have any water running on their back because of the pain from the infection. The patient wanted to know if what they were experiencing was normal. The patient had an appointment for a second opinion in 7 days. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0kucn, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had pain around the stimulator on the right side. The patient's jeans band was against the stimulator and was painful. The patient had lost weight due to their kidneys working better. The patient's stimulator had always been a concern. One of the stimulators was slightly higher than the other. The stimulator was closer to the skin due to the weight loss.